Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and chronic endotak transvenous defibrillation lead system was oversensing. The physician noted shocking lead impedance readings of <10 ohms. The ICD and lead system was removed.